Manufacturer narrative:
No button error alarm during testing. Unit had intermittent buttons response due to flattened act button dome switch. No unlocked lcd keypad connector noted. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 44 mg/dl. She treated her low blood glucose level with food. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.